Event description:
It was reported that during procedure to treat 90% stenosed heavily calcified and heavily tortuous left circumflex (lx) using a diamondback coronary orbital atherectomy device (oad), perforation occurred during orbital atherectomy. There was a clinically significant delay. The patient was transferred to coronary artery bypass grafting (CABG) procedure and graftmaster insertion failed as it was attempted to be used to treat perforation. It was noted that the patient expired. In the opinion of the physician, based on currently available information, the patient¿s death appeared to be associated with the overall clinical course following percutaneous coronary intervention (pci) and multiple surgical interventions, including two CABG procedures. A direct relationship to the abbott device cannot be conclusively determined, but the device could have caused patient's death. In the physician's opinion orbital atherectomy caused or contributed to patient's perforation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The date of patient's death cannot be confirmed due to hospital policy. The patient's death date is estimated as (B)(6) 2026.